Event description:
The physician was attempted to advance a resolute integrity rx (2.75 x 22mm) drug eluting stent a severely calcified lesion at rca. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; on return to manufacturing facility damage was noted to the stent. No clinical sequelae were reported. Evaluation summary: the stent was positioned on the balloon between the inner shaft markers. A number of struts on the 7th and 8th distal stent segments were raised and pulled distally please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation and failure to deliver the stent), patient's condition affected effectiveness of device (vessel morphology). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).